Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, treatment was performed by the customer and the procedure was completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was not moving. Upon troubleshooting fse found that the continuous movement of the c-arm was due to a malfunction in the geometry control module. To resolve the issue, fse replaced the geometry control module and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm would not stop moving when the joystick was returned to the neutral position. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.